Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user dropped the ilet, the connector piece broke off from the cartridge, and the user was unable to remove the cartridge from the pump; the user was advised to attempt removal with tweezers. Symptoms included no reported clinical effects. Outcomes included no reported impact on health. Investigation included troubleshooting and user education by phone. Investigation of this case revealed a cracked connector component and inability to remove the cartridge, with no alerts or alarms reported. It was concluded that additional information from the customer is required to complete the assessment. The device has not been returned, therefore no physical device evaluation or investigation was performed to confirm the reported condition or root cause.